Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device is not available for evaluation and investigation. Without the actual sample, a complete analysis cannot be conducted. Two possible lot numbers were provided, but no confirmation of either being the actual could be established. A review of lot history for both found no other complaints for infection for that lot. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Following surgery on (B) (6) 2009, patient developed infection at the catheter site. Unsure if pump contributed to infection. Culture was negative for (B) (6), but may have been (B) (6). Patient recovered following antibiotics.